Event description:
Product analysis for the generator completed and approved. Results showed that the battery was completely depleted. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent replacement due to battery depletion. The generator was received for analysis and is currently underway but has not been completed to date.

Event description:
It was reported that the patient is referred for replacement surgery. Clinic notes for referral were received. She states that she is not interested in having the device replaced but when asked if she thinks her seizures have been worsening over the last year or 2 during a time the battery is probably becoming depleted, she thinks that her seizures have been worsening. The physician recommended having her device replaced since having an additional way of improving seizures may be worthwhile. Based on the mention from the md that the device was no longer stimulating it is possible that the device was pulse disabled and potentially at some point rebounded to neos status. Diagnostics are still needed to assess that the device is functioning as intended. No additional or relevant information has been received to date. No known surgical intervention has occurred.